Event description:
Tip area of the drill bit broke during use. Hospital reported no pt injury as a result of this situation. Hospital contact could not be sure that all fragments were retrieved from the body.